Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient was experiencing an internal bleed with an elevated heart rate. It was indicated by the family member that the implantable cardioverter defibrillator (ICD) failed to deliver therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.